Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A potential root cause for this failure mode could be thin rubberize wall (example: causing collapse/ pinched inflation lumen under the balloon). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter was impossible to deflate and remove the probe. So the portion near the balloon valve was cut-out but the water did not flow and they were instructed to inflate the balloon until it bursts. 100ml (normal inflation volume = 10 ml) of water was inflated then it burst and it was very painful for the patient. Monitoring of the patient was done until discharge on the next day. The consequence was pain and a risk of urinary globe the next day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was impossible to deflate and remove the probe. So the portion near the balloon valve was cut-out but the water did not flow and they were instructed to inflate the balloon until it bursts. 100ml (normal inflation volume = 10 ml) of water was inflated then it burst and it was very painful for the patient. Monitoring of the patient was done until discharge on the next day. The consequence was pain and a risk of urinary globe the next day.